Manufacturer narrative:
The subject device was received and evaluated . Device evaluation has confirmed the customer reported issue. During evaluation, an error e315 scope error was observed and found to be due to corrosion of the scope connector. Furthermore, the following findings during inspection were noted on the device: the bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob noted out of the normal state due to the elongation of the angle wire. The light guide (lg) bundle noted broken due to external factors. The curved rubber bond cracked due to external factors. Scratches found on the tip cover due to external factors. Liquid leakage to the scope connector due to handling observed. Scratches found on the scope connector due to external factors. Check for backlash in the operation part. Scratches found on the operation part due to external factors. There is a scratch on the hardness adjustment ring. Scratches found on the switch box due to external factors. Scratches on the control panel cover due to external factors are found. There are scratches on the up/down knob due to external factors. There are scratches on the ud angle-fixing lever due to external factors. Scratches found on the right/left knob due to external factors. Scratches found on the grip due to external factors. Scratches found on the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors there are scratches on the scope connector cover caused by external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of an e315 scope error . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e315) was due to a defective image sensor unit or a failure of the internal circuit board of the vide connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.